Manufacturer narrative:
(B)(4). The device was received for evaluation with approximately 99 ml of fluid in the bladder. Visual inspection noted no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the micro air bubbles is unknown. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped delivery of solution during infusion. Flow was confirmed before connection. There was no patient injury or medical intervention associated with this event. No additional information is available.